Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. All keypad button presses required excessive force to activate a response during testing. During investigation, it was found that all keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is intermittently responding. It was reported there are no tears or peeling of the keypad.